Event description:
It was reported that high impedance was observed during an office visit. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance reading. The patient was then referred for a lead and generator replacement. No surgical interventions are known to have occurred to date.